Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced extreme and frequent hyperglycemia with subsequent persistent lows while using the ilet, and the cause remained unclear due to insufficient information and no device component identified. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.